Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Pt a self-tester had discrepant high reading on the inratio meter. Results as follows: date: unknown; inratio: 6.5; lab: 2.6. Less than two hours between lab draw and meter test. Pt's therapeutic range is 2.0-3.0.